Event description:
Narrative: patient with acute myocardial infarction (ami). During the percutaneous coronary intervention to treat the ami, upon the first injection of contrast during the diagnostic phase, air was injected into a patient's coronary artery. It was reported that the patient experienced chest pain, st segment elevation, and hypokinetic arrhythmia. Worldwide case ID: (B)(4).

Manufacturer narrative:
The acist contrast injection system, model cvi, was tested on (B)(4) 2011. The injection system was functionally tested and met the pre-established specifications. The consumable kits used during the event were discarded by the hospital; therefore, no analysis could be made of these items. Acist's medical advisory board reviewed the information and a copy of the cine-angiogram provided by the hospital of the event: there is a thrombotic proximal right coronary artery lesion and a filling defect consistent with an intraluminal clot on the distal stent edge. Based on the results of the testing and analysis of the injector, there is no evidence of device malfunction. There was no air visible on the angiographic images and the user facility reported that they were not sure if air had been injected. There was no evidence of adverse health effects due to air being injected; the patient was being treated for acute myocardial infarction. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. This report is closed.